Event description:
A trilogy evo device was returned for evaluation due to an error code present. During the evaluation of the device at the manufacturer's service center, an error code related to a failure of the system being able to charge the internal battery was encountered. The battery was replaced to address the issue.